Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 628436, 646518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included temporomandibular joint disorder on (B)(6)2008, weight fluctuation, sleep apnea, knee operation and bone fracture (not spontaneous). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal, vaginal itching and coital bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 4 months 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dyspareunia ("painful sex, painful sexual intercourse"), the first episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental issues, dental problems,"), osteitis ("inflammation in jaw"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal discharge ("vaginal discharge"), the second episode of weight increased ("weight gain"), pain in jaw ("jaw pain"), arthralgia ("joints - knees pain"), adnexa uteri pain ("pain in left side ovary area"), asthenia ("loss of energy"), device deployment issue ("coils present: left-0") and arthritis ("arthrittis"). The patient was treated with surgery (da vinci bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, osteitis, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge, fatigue, the last episode of weight increased, dysgeusia, pain in jaw, arthralgia, device deployment issue and arthritis outcome was unknown and the genital haemorrhage, dyspareunia, adnexa uteri pain and asthenia had resolved. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered adnexa uteri pain, anxiety, arthralgia, arthritis, asthenia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, osteitis, pain in jaw, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 150 lbs. Coils present: right-3, left-0. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, metallic taste in mouth, jaw pain, joints - knees pain, pain in left side ovary area, loss of energy and coils present: left-0 added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no. 628436,646518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "coils present: left-0". The patient's medical history included temporomandibular joint disorder on (B)(6) 2008, weight fluctuation, sleep apnea, knee operation, bone fracture (not spontaneous), lung operation, nasal operation and tubal pregnancy. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal, vaginal itching, post coital bleeding and ovarian pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 months 23 days after insertion of essure. In 2010, the patient experienced dyspareunia ("painful sex, painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysgeusia ("metallic taste in mouth") and was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), tooth disorder ("dental issues, dental problems,"), osteitis ("inflammation in jaw"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal discharge ("vaginal discharge"), pain in jaw ("jaw pain"), arthralgia ("joints - knees pain"), adnexa uteri pain ("pain in left side ovary area / coil is affecting my left ovary cuz I'm in constant pain"), asthenia ("loss of energy"), arthritis ("arthritis"), fibromyalgia ("fibromyalgia"), mood swings ("mood swings"), polymenorrhoea ("periods every two week") and abdominal distension ("does uterus make ur tummy bigger ? Mine is huge") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (da vinci bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, osteitis, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge, fatigue, the last episode of weight increased, dysgeusia, pain in jaw, arthralgia, arthritis, fibromyalgia, mood swings, polymenorrhoea and abdominal distension outcome was unknown and the genital haemorrhage, dyspareunia, adnexa uteri pain and asthenia had resolved. The reporter considered abdominal distension, adnexa uteri pain, anxiety, arthralgia, arthritis, asthenia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, osteitis, pain in jaw, pelvic pain, polymenorrhoea, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 150 lbs. Coils present: right-3, left-0. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Lot number:628436, manufacture date:2008-12, expiration date:2011-12. Lot number:646518, manufacture date: 2009-06, expiration date:2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received- new events abdominal distention was added. Reporter were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 628436,646518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coils present: left-0". The patient's past medical history included temporomandibular joint disorder on (B)(6) 2008, weight fluctuation, sleep apnea, knee operation and bone fracture (not spontaneous). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal, vaginal itching and post coital bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 4 months 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dyspareunia ("painful sex, painful sexual intercourse"), the first episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental issues, dental problems,"), osteitis ("inflammation in jaw"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal discharge ("vaginal discharge"), the second episode of weight increased ("weight gain"), pain in jaw ("jaw pain"), arthralgia ("joints - knees pain"), adnexa uteri pain ("pain in left side ovary area"), asthenia ("loss of energy") and arthritis ("arthrittis"). The patient was treated with surgery (da vinci bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, osteitis, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge, fatigue, the last episode of weight increased, dysgeusia, pain in jaw, arthralgia and arthritis outcome was unknown and the genital haemorrhage, dyspareunia, adnexa uteri pain and asthenia had resolved. The reporter considered adnexa uteri pain, anxiety, arthralgia, arthritis, asthenia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, osteitis, pain in jaw, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 150 lbs. Coils present: right-3, left-0. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on 1-feb-2010: total bilateral occlusion . Batch number: 628436 exp date: dec-2011 man date: dec-2008 . Batch number: 646518 exp date: jun-2012 man date: jun-2009 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no. 628436,646518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "coils present: left-0". The patient's medical history included temporomandibular joint disorder on (B)(6) 2008, weight fluctuation, sleep apnea, knee operation, bone fracture (not spontaneous), lung operation, nasal operation and tubal pregnancy. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal, vaginal itching, post coital bleeding and ovarian pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 months 23 days after insertion of essure. In 2010, the patient experienced dyspareunia ("painful sex, painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysgeusia ("metallic taste in mouth") and was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), tooth disorder ("dental issues, dental problems,"), osteitis ("inflammation in jaw"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal discharge ("vaginal discharge"), pain in jaw ("jaw pain"), arthralgia ("joints - knees pain"), adnexa uteri pain ("pain in left side ovary area"), asthenia ("loss of energy"), arthritis ("arthrittis"), fibromyalgia ("fibromyalgia"), mood swings ("mood swings") and polymenorrhoea ("periods every two week") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (da vinci bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, osteitis, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge, fatigue, the last episode of weight increased, dysgeusia, pain in jaw, arthralgia, arthritis, fibromyalgia, mood swings and polymenorrhoea outcome was unknown and the genital haemorrhage, dyspareunia, adnexa uteri pain and asthenia had resolved. The reporter considered adnexa uteri pain, anxiety, arthralgia, arthritis, asthenia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, osteitis, pain in jaw, pelvic pain, polymenorrhoea, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 150 lbs. Coils present: right-3, left-0 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Lot number:628436 manufacture date:2008-12 expiration date:2011-12 lot number:646518 manufacture date: 2009-06 expiration date:2012-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no. 628436,646518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coils present: left-0". The patient's medical history included temporomandibular joint disorder on (B)(6) 2008, weight fluctuation, sleep apnea, knee operation, bone fracture (not spontaneous), lung operation, nasal operation and tubal pregnancy. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal, vaginal itching, post coital bleeding and ovarian pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 months 23 days after insertion of essure. In 2010, the patient experienced dyspareunia ("painful sex, painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysgeusia ("metallic taste in mouth") and was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), tooth disorder ("dental issues, dental problems,"), osteitis ("inflammation in jaw"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal discharge ("vaginal discharge"), pain in jaw ("jaw pain"), arthralgia ("joints - knees pain"), adnexa uteri pain ("pain in left side ovary area"), asthenia ("loss of energy"), arthritis ("arthrittis"), fibromyalgia ("fibromyalgia") and mood swings ("mood swings") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (da vinci bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, osteitis, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge, fatigue, the last episode of weight increased, dysgeusia, pain in jaw, arthralgia, arthritis, fibromyalgia and mood swings outcome was unknown and the genital haemorrhage, dyspareunia, adnexa uteri pain and asthenia had resolved. The reporter considered adnexa uteri pain, anxiety, arthralgia, arthritis, asthenia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, osteitis, pain in jaw, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 150 lbs. Coils present: right-3, left-0. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Batch number: 628436 exp date: dec-2011 man date: dec-2008. Batch number: 646518 exp date: jun-2012 man date: jun-2009. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- fibromyalgia, mood swings, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no: 628436, 646518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coils present: left-0". The patient's medical history included temporomandibular joint disorder on (B)(6) 2008, weight fluctuation, sleep apnea, knee operation, bone fracture (not spontaneous), lung operation, nasal operation and tubal pregnancy. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal, vaginal itching, post coital bleeding and ovarian pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 months 23 days after insertion of essure. In 2010, the patient experienced dyspareunia ("painful sex, painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysgeusia ("metallic taste in mouth") and was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)"), tooth disorder ("dental issues, dental problems,"), osteitis ("inflammation in jaw"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal discharge ("vaginal discharge"), pain in jaw ("jaw pain"), arthralgia ("joints / knees pain"), adnexa uteri pain ("pain in left side ovary area"), asthenia ("loss of energy"), arthritis ("arthrittis"), fibromyalgia ("fibromyalgia"), mood swings ("mood swings") and polymenorrhoea ("periods every two week") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (da vinci bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder, osteitis, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, vaginal discharge, fatigue, the last episode of weight increased, dysgeusia, pain in jaw, arthralgia, arthritis, fibromyalgia, mood swings and polymenorrhoea outcome was unknown and the genital haemorrhage, dyspareunia, adnexa uteri pain and asthenia had resolved. The reporter considered adnexa uteri pain, anxiety, arthralgia, arthritis, asthenia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, osteitis, pain in jaw, pelvic pain, polymenorrhoea, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 150 lbs. Coils present: right-3, left-0. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion. Batch number: 628436, exp date: dec-2011, man date: dec-2008. Batch number: 646518, exp date: jun-2012, man date: jun-2009. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event menstrual cycle shortened were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental issues"), inflammation ("inflammation"), dyspareunia ("painful sex"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, tooth disorder, inflammation, dyspareunia, weight increased, anxiety and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, hypersensitivity, inflammation, pelvic pain, tooth disorder and weight increased to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.